Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, atrial impedance within range and trend is holding steady/not rising. Atrial capture threshold trend not available in save to disk data.

Event description:
It was reported that during use the atrial lead exhibited undersensing. Fluoroscopy revealed the atrial lead was completely fractured and split with noted fracture inside of the anchoring sleeve, and confirmed insulation damage. Physician indicated due to 12 years since device implantation the atrial lead will remain in the patient, inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.